Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. One dilator was returned. No anomalies were noted to the returned dilator. The sheath was noted to be buckled at the distal tip. It was also noted that the catheter was kinked 29.3cm from the proximal end the handle. These were not identified by the user, therefore they will be considered incidental findings. The touhy-borst on the delivery system was noted to be loose. No bowing or skiving was noted to the storage tube. The filter was returned separated from the delivery system. All limbs were present and uncrossed. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, upon deployment a bard denali jugular filter legs were crossed and did not fully expand, can be confirmed. Based on the images provided, the filter was captured and retrieved with a snare device, can be confirmed. Based on the images provided, a new bard denali jugular filter was deployed successfully can be confirmed. Conclusion: the device was returned. Images were provided. Based on the provided images, the investigation was confirmed for failure to expand. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if procedural/patient factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion directions for use: implantation: flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. Flush the delivery device with saline through the touhy-borst adapter. Attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. Loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right internal jugular deployment of a vena cava filter, the proximal limbs opened but the distal limbs allegedly did not open. It was further reported that the filter was captured and retrieved and another vena cava filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right internal jugular deployment of a vena cava filter, the proximal limbs opened but the distal limbs allegedly did not open. It was further reported that the filter was captured and retrieved and another vena cava filter was successfully deployed. There was no reported patient injury.